Manufacturer narrative:
Information in this report has previously been submitted via psr on 4/22/2019. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified an opening curved on the anterior and overweight. A visual and microscopic analysis were performed which identified a crease fold, wear abrasion, non-penetrating nicks, opening striated on posterior and opening striated on anterior. Base on the device analysis the final assessment is a striated opening on the posterior and anterior due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.